Event description:
It was reported that during use of this shaver blade in a left knee arthroscopy, metal shavings were observed in the patient's joint. The joint was flushed out; however, it was unconfirmed if all the metal shavings were retrieved. There was no injury reported with this event and no additional treatment expected.

Manufacturer narrative:
Investigation results: the shaver blade was received for investigation and the reported problem was verified. A visual examination of the shaver blade found galling on the inner and outer tubes. This type of damage can occur when excessive lateral force is applied during use. The degree of the bend in the shaver blade was measured was found to be within specification. A review of product history for the past 2 years found no other reports for this failure mode. Conmed linvatec will continue to monitor this product for failures.